Event description:
It was reported that during a procedure of the mid to proximal left anterior descending artery with thrombus present, the 2.5 mm x 15 mm trek rx crossed the lesion and during attempted inflation, could not inflate and contrast was observed near the device shaft middle area. The patient developed an acute coronary occlusion. A vasodilator was given. Balloon angioplasty was performed with a non-abbott balloon. An intra-aortic balloon pump (iabp) was placed, followed by deployment of two promus stents. The patients condition stabilized and the procedure was completed. There was a reported delay in the procedure of approximately 7 minutes and it was considered clinically significant due to the device issue. There was no reported adverse patient sequela, however, as of (B)(6) 2011, the patient remains hospitalized on the iabp. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, runthrough; guide cath: mach1 6fr jl3.5. The trek rx catheter was returned with blood and contrast in the inflation lumen and on the shaft. The balloon was tightly folded. This is consistent with device preparation and a leak while in the patient anatomy. There were multiple bends in the hypotube. Since there was no mention of hypotube bends in the reported incident, this was most likely due to handling during the process of packing the catheter to return to abbott vascular for analysis. An indeflator, filled with water, was used in an attempt to pressurize the balloon, however, fluid was observed leaking from a tear in the distal shaft confirming the reported information. The tear had penetrated through the distal shaft, including the inner member. The fracture face was jagged. The distal shaft was smashed at the tear. There were no scratches visible. There was no other damage noted to the balloon catheter. After the distal shaft was dissected distal to the tear, an inflation luer was attached to the shaft and the balloon was inflated to rated burst pressure (rbp) indicating that there were no issues with the balloon. Factors related to the distal shaft mechanical damage may include, but not limited to, damage during manufacturing, damage due to handling prior to use, or damage as a result of friction with accessory devices. There was no report of damage during device inspection prior to use and there was no report of leak during preparation for use which suggests a product deficiency did not contribute to the reported difficulty. The damage most likely occurred after device preparation but before, or during insertion into the patient anatomy. It was reported that the patient developed an acute coronary occlusion. Occlusion is listed in the trek rx instructions for use (IFU) as a potential known adverse event. A conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined. In this case, based on the information received with this complaint and the analysis of the returned product, the reported shaft leak was due to mechanical damage to the distal shaft. The cause of the mechanical damage is likely related to the operational context of the procedure. A review of the device lot history record did not reveal any nonconforming material records associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed for the reported lot revealed no other incidents; there is no indication of a lot specific product quality deficiency. All products are visually inspected and leak tested during manufacture. Additionally, during lot release testing, a sampling of units is destructively tested to ensure inflation to rated burst pressure.